Manufacturer narrative:
Updated information: d9 device return date added. H6 med dev prob code added a01.

Event description:
Clinical narrative: impella 5.5 was inserted via the right subclavian axillary artery in a patient with acute myocardial infarction complicated by cardiogenic shock following escalation from impella cp support due to worsening hemodynamic status. The patient¿s clinical state progressed from society for cardiovascular angiography and interventions shock (scai) stage c to scai stage e and required increasing inotropic support, vasopressor therapy, and systemic anticoagulation. During support, a high purge pressure alarm progressed to a purge system blocked alarm. Troubleshooting included inspection of the purge line, straightening of the catheter to eliminate potential kinks or obstructions, and replacement of the purge cassette. The treating physician subsequently initiated the facility tissue plasminogen activator (tpa) protocol. The tpa was administered through the purge system to mitigate the impact of suspected biomaterial within the motor; however, administration of tpa through the purge system is considered an off-label use. Following tpa administration, the alarm resolved. At the time of the event, the impella 5.5 was operating at performance level p-8 with flows of 4.6 liters per minute. The purge solution consisted of 5% dextrose in water with 25 milliequivalents sodium bicarbonate, with a purge flow of 2.9 milliliters per hour and purge pressure of 899 millimeters of mercury. The device continued to provide hemodynamic support as intended throughout the event. Following explant, no biomaterial was identified on the device. After approximately five hours of escalated support, care was withdrawn due to the patient¿s underlying critical illness and poor clinical prognosis. The patient subsequently expired following device explant. Based on the available information, the impella 5.5 functioned as intended throughout the reported event, and there was no reported interruption in support or adverse clinical impact associated with the purge pressure alarms. The death is conservatively being reported on the impella 5.5 due to the inability to conclusively dissociate the product from the patient outcome.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.